Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had communication issues with the sensor and alarmed weak signal. The customer stated that the issue was nothing too big since the sensor signal would find itself after 30 to 40 minutes. He stated that it happened relatively frequently. The blood glucose reading was 143 mg/dl. Nothing further reported.